Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified.   There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that following implantation of an intraocular lens (iol), the patient's quality of vision was poor, waxy and colors off. The lens was explanted approximately seven month after the initial procedure with another lens model. The clinical reason for explant was reported as failure to neuro-adapt.